Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump experienced failure code 500:320:658:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 500:320:658:0000 was found in the pump's event history. The root cause was determined to be user error, therefore, no repairs were necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.